Event description:
Customer reported issues with charging, as the pump took longer to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.